Event description:
It was reported by service report that the brakes on the footend were not holding. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: gill brake plate kit.